Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to pocket infection. It was also observed that the patient developed root abscess in the aorta, mitral valve and tricuspid valve. Endocarditis and enterococcus bacteremia were also noted. The infection involved the right ventricle and the right atrium. There were no additional adverse patient effects reported. The pacemaker was explanted.